Event description:
Pt developed symptoms of severe lethargy, nausea,, mild abdominal pain. Noted that blood glucose levels were inexplicably above 400 mg/dl. Bolus dose through infusion set did not improve blood glucose levels. Had trace urine ketones. Subsequently gave insulin by injection. Changed infusion set. No overt damage to cannula/tubing. Ran priming dose through tubing and saw insulin flow through. Tested pump and it appeared functional. Reinserted infusion set and restarted pump. He stated it took approximately 6 hours to return to normal blood glucose levels.